Manufacturer narrative:
(B)(4)

Event description:
Type of procedure: pharyngeal pouch. According to the reporting: upon loading of second reload into the device, the black lever on the top of the handle could not be depressed and therefore the device would not close down on the tissue to be transected. There was no unanticipated tissue, no tissue damage, no blood loss and surgical time was not extended by more than 30 minutes.